Manufacturer narrative:
The manufacturer previously reported section h1 as "malfunction" and should have been reported as "serious injury". Also, sections b2, h7 and h9 were missing from the previously submitted report.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused pneumonia, copd, emphysema, asthma, chronic bronchitis, and (B)(6) infection. The patient did receive medical intervention in the form of hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 02, 2025 and section h11 should be reported as: the manufacturer previously received information alleging a ventilator's sound abatement foam became degraded and caused pneumonia, copd, emphysema, asthma, chronic bronchitis, and methicillin-resistant staphylococcus aureus infection. The patient did receive medical intervention in the form of hospitalization. The device was returned to the manufacturer's product investigation laboratory for investigation. The returned unit presents substantial evidence of a severe insect infestation, characterized by the presence of what appears to be roach feces, urine, and eggs throughout the unit. Upon downloading the significant event logs from the unit as received, no faults were detected. Subsequent overnight operation and memory download of the unit yielded no noteworthy results. Although the unit powers on and delivers therapy, the extensive insect infestation necessitates a limited scope of investigation to avert potential damage to laboratory equipment. Sections d9, h2, h3 and h6 has been updated in this report.